Event description:
It was reported that during a neurovascular procedure the operator found the contrast leaked from the subject balloon. The subject balloon was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a neurovascular procedure the operator found the contrast leaked from the subject balloon. The subject balloon was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1: adverse event/product problem ¿ corrected - no ¿product problem¿ h1: type of reportable event ¿ corrected - no ¿malfunction¿ h3 summary attached - updated h3 device evaluated by mfg ¿updated d4 expiration date - added. H4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: there were no visual defects noted. The device was found to be within specification. Functional inspection: balloon leaked functional test ¿ pass. The balloon could be inflated and deflated without difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint codes could not be confirmed based on analysis. The returned device met specifications when received for complaint investigation. Therefore, an as analyze 'device within specifications' will be assigned to this complaint. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'during one mca (middle cerebral artery) stenosis case, the operator used gateway to dilate. During preparation no problem was noticed and when using the balloon in patient's body, the operator found the balloon leaked. The contrast agent was leaked from balloon and went to distal of vessel. So the operator withdrew the balloon and replaced it'. The device was returned for analysis and it was noted that there was no visible damage to the various parts of the gateway device. The balloon catheter hub, balloon catheter shaft and the distal tip were all intact and undamaged and the balloon was intact and was successfully inflated and deflated. An assignable cause of not confirmed has been assigned to the as reported 'balloon leaked during use'. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.